Manufacturer narrative:
Title microwave ablation of lung tumours: single-centre preliminary experience source radiol med. 119 (8) (75¿82), 2014. Date of publication: 21 jun 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source performed. After being treated of microwave (mw) ablation of lung tumors asymptomatic grade-1 pneumothorax was recorded in 9 patients (37.5 %). One case of asymptomatic pleural effusion and one of haemoptysis, not requiring transfusion, were observed.